Event description:
The patient arrived in the extracorporeal photopheresis (ecp) treatment department for ecp via patient's double lumen permcath on the cellex instrument. As on previous occasions, the permcath collection rate was very slow; however, we have been able to complete ecp previously with a slow draw rate. The system pressure alarms on cellex occurred four times. It occurred at whole blood processed amounts of: 202ml, 269ml, 338ml and 443ml. We consulted with therakos and ended the ecp treatment and returned all blood products to patient. Vitals remained stable. A new kit was primed and the ecp was restarted and completed successfully using the permcath for the return line and a peripheral IV for the collect line.